Event description:
It was reported that the ilet device¿s display screen was cracked while remaining functional, and a replacement was arranged. Symptoms included no injury or adverse health effects. Outcomes included no impact on therapy continuity and continued device usability. Investigation included collection of event details and user questionnaire, confirmation of continued function, and arrangements for device return for evaluation. Investigation of this case revealed exterior screen damage to the display component with no reported performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or impact.